Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial removal on (B)(6) 2015 due to pain and discomfort. It was reported that the patient underwent removal on (B)(6) 2015. On a routine gynecology check up it was determined that part of the mesh is still there (3-4mm), so a removal surgery took place on (B)(6) 2019. In the post op check up on (B)(6) 2020 it was determined there is an erosion of the mesh tract.. No additional information was provided.